Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their two front bottom teeth chipped while using the aligners and their bite is still off. They had to have aligners done through a different company.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.